Manufacturer narrative:
The navio long attachment, part pfsr110006 intended for use in treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be an obstruction due to damaged/broken parts. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, before a navio ukr procedure, it was found that the internal bearings of the long attachment started to wear, and it is difficult to pass the burr down. It was swapped for its back-up to proceed without delays. No patient was involved at the moment, and no other complications were reported.